Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with curved wrinkles inferiorly in right eye consistent with something touching the flap such as a finger tip. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient was asymptomatic. Patient reported symptoms are not interfering with daily activities. It was reported that flap was refloated inferiorly with a cannula-no lift. Patient's symptoms resolved on (B)(6) 2016. Bcva from (B)(6) 2016: right eye pre-op 20/20 -1.25 x -1.50 x 10. Left eye pre-op 20/20 -1.25 x -1.50 x 172.

Manufacturer narrative:
In initial report the date was missing. The date should have been 4/22/2016.